Event description:
It was observed during the device evaluation, the light guide lens of the gastrointestinal videoscope had debris. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light guide lens of the gastrointestinal videoscope had debris. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.